Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture was confirmed on the returned device. Interaction with the lesion was the likely cause of the balloon rupture. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot for balloon rupture. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified and 90% stenosed mid left anterior descending artery. A 2.5 x 15 mm nc tenku balloon catheter was inflated to 14 atmospheres (atm) for post-dilatation of a non-abbott stent. During the second inflation at 16 atm the balloon ruptured. The procedure was completed with 2.5 x 8 mm and 2.75 x 8 mm nc tenku balloon catheters. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.